Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin. Blood glucose level at the time of the incident was 92 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to complete the functional testing due to the alarm. The pump was received with a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.